Event description:
Implant date: 1993. Post operative x-rays revealed a pseudoarthrosis. Revision surgery on 03/05/1996 at which time it was noted that the device was loose. Patient was re-instrumented with a device form another manufacturer.